Event description:
It has been reported to philips, that the device touchscreen is periodically out of calibration, causing loss of accuracy in a touchscreen alignment.

Event description:
It has been reported to philips the device touchscreen is periodically out of calibration, causing loss of accuracy in a touchscreen alignment.